Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Event description:
It was reported that tip detachment occurred. A 2.00mm x 15mm emerge balloon catheter was selected for use. Upon advancing it through a non bsc guide catheter, the distal end of the balloon kinked and detached. The devices were removed together including the detached tip which was contained within the guide catheter. The procedure was completed with another of the same device. There were no patient complications and the patient status is healthy and stable.

Manufacturer narrative:
Device evaluated by manufacturer: returned product consisted of an emerge balloon catheter. The hub, strain relief and only 40 cm of the hypotube were returned for analysis. There was blood in the hub. The hub, strain relief and hypotube were microscopically and tactile examined. Inspection revealed a separation in the hypotube, with the separated end oval, as if kinked prior to separation. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that tip detachment occurred. A 2.00mm x 15mm emerge¿ balloon catheter was selected for use. Upon advancing it through a non bsc guide catheter, the distal end of the balloon kinked and detached. The devices were removed together including the detached tip which was contained within the guide catheter. The procedure was completed with another of the same device. There were no patient complications and the patient status is healthy and stable.